Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented and the root cause has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 personal diabetes manager charging cord melted into the charging port while charging. The patient was reportedly using an insulet supplied charging cord. If additional information is received, a supplemental report will be submitted.